Event description:
It was reported that the lead was in perfect condition, but was getting really small r-waves and was related to the position of the lead. The clinician took measurement while doing a device change and. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).